Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 8.0x21mm carotid wallstent was opened and prepped for use, the physician noted that the stent was not well positioned on the system and stent struts were sticking out of the tip. As there was no contact with the patient, no complications were reported.